Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer would change out the supplies to the pump after the alarm. The impact to the customer's blood glucose level was not known. Reportedly, the customer was using apidra insulin.